Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found a detached downstream occlusion (dso) seal. Functional testing was performed used the occlusion tester and identified a defective dso sensor. The dso sensor and seal will be replaced to fix the issue.

Event description:
It was reported that the device failed the occlusion test. There was no patient involvement.